Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report an insulin flow blocked alarm. Customers blood glucose was 400 mg/dl. Customer states the event was resolved by a complete set change. The product is not expected to return.